Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. It was reported the patient was treated with intraperitoneal unknown antibiotics and oral clindamycin for the peritonitis. Both antibiotics were reported as ¿finished¿. At the time of this report the patient was recovering from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available.